Event description:
Initial report received on 27-oct-2010 from a dermatologist. A female pt experienced nodules at injection site after injections of poly-l-lactic acid (sculptra). The pt's relevant history and concomitant medications were not reported. On an unspecified date, the pt received injection of poly-l-lactic acid (sculptra) exact doses and site of injection were not provided; batch number was unspecified. She experienced nodules nos at injection site. It was not mentioned if poly-l-lactic acid has been stopped. From the other hand, a fibrosis was mentioned but because of unclear info it was unk if this event was ongoing or if the physician was afraid of a future development of this clinical event that had not occurred at the date of the contact. At the time of this report, outcome is unk. (B)(4). Further info had been requested. Pharmacovigilance comment: sanofi-aventis company comment dated 05-nov-2010: suspicion of fibrosis at injection site was reported with the administration of poly-l-lactic acid. The case lacks sufficient info to complete the medical assessment. Further info needs to be requested in order to complete the case eval.